Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 471 mg/dl. The current blood glucose level of the customer was 191 md/dl. The customer stated that they has taken off the insulin pump overnight which was the reason of high blood glucose. The customer declined the troubleshooting for high blood glucose and stated that they had issue with bolus delivery.. The insulin pump will not be returned for the analysis. Reservoir-model unknown. Unomedical infusion set.